Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had poor communication with and without the antenna since the day before the report. The patient was sent a new programmer and had the same issue so the patient was redirected to their healthcare provider to get the device checked. The patient also reported a loss of symptom relief for a week before the report but also stated they had been negligent about drinking liquids late at night so it was nothing dramatic like before they had the device. The patient stated the device had been life changing and the issue wasn't with the device but was with them drinking liquids. Additional information was received from the patient on 2017-jun-19. The patient reported that their implantable neurostimulator (ins) seemed to have died prematurely and was replaced. The patient stated that the implant died after 2.5 years while set on a really low setting, so it was very unusual. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they sent and attempted a new controller but it did not resolve the issue. The patient visited their physician for testing and found the device battery died and they needed a surgical procedure to replace their device. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the premature battery depletion of the previous implantable neurostimulator was not determined. That replacement of the implantable neurostimulator resolved the poor communication and return of symptoms. There were no further complications reported or anticipated.